Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device and performed product analysis of device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the pt was to have his generator re-implanted after he had his generator removed on (B) (6) 2005, due to his upcoming brain surgery. The lead was not removed at this time. It was later noted that the pt had brain surgery and multiple MRI's during the last 4-yrs while he was still implanted only with the lead. X-rays of the lead were sent to the MFR prior to the re-implant surgery for review. The x-rays indicated that there didn't appear to be any gross fractures or discontinuities, but a lead discontinuity could not be ruled out due to the poor image quality. It was decided at the time to revise the lead prophylactically. The lead was returned to the MFR for analysis. Product analysis of the returned portions of the lead resulted in an observed lead discontinuity, which was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. It is unclear how the lead could have been fractured, as well as how long the lead had been in this condition. Due to the absence of the metal pitting, it is believed that the fracture occurred after the removal of the generator while there was no stimulation being provided. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no other discontinuities identified. No other obvious anomalies were noted. Note that since the electrodes were not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Review of programming history in the MFR's database noted that the pt's last known diagnostics performed on (B) (6) 2004, indicated that the device was able to deliver the intended amount of programmed therapy, but there was high impedance observed at that time.